Event description:
It was noted that the incision over lumbar/thoracic midline with mild allodynia. It was noted that there was a request for ¿wc¿ to approve ins replacement to a newer model. It was noted that there was no changes in coverage and the patient was doing well and have coverage of the lower left extremity. It was noted that the patient had lower left extremity crps status post spinal cord stimulation on 2009-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lupus and the disease caused the scar tissue holding her lead to not form properly. The patient confirmed that the lead had ¿dislodged¿ several times, usually when she participated in physical therapy. The patient reported "multiple lead revisions" and that her managing hcp performed them. The patient noted she had a dislodgement in 2011.